Event description:
It was reported that the customer was hospitalized. The customer's blood glucose was 33 mg/dl. The cause of the hospitalization is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).